Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has developed pain at ipg site. This pain is not related to charging. Pain appears to be due to physical irritation of ipg in the pocket area. Patient does not want reprogramming. She just wants complete system removal because of the pain at ipg site. Patient will make an appointment with dr. Rosen to discuss system removal.